Event description:
A 14 mm. Acracut perforator failed to stop during perforation of skull after passing through bone matter. The perforator went through the dura layer and bruised a small area of brain.